Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a hematoma. A pocket revision and hematoma evacuation were completed. It was also noted that the patient require a blood transfusion. The patient was discharged home in good condition.